Event description:
Information received by medtronic indicated that the insulin pump had crack in the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.

Manufacturer narrative:
(B)(4). Retainer ring: clear. Customer returned pump for alleged cosmetic damage crack battery compartment on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection cracked retainer, cracked battery tube threads, fading serial number label, missing display window cover and cracked case corner of belt clip rails. Cosmetic damage was confirmed at battery tube compartment. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.